Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, the vibratory feature on the device was not functioning. The clinician decided to continue with regular monitoring. There were no patient symptoms were reported.